Event description:
It was reported that during routine device check in clinic, the programmer froze while performing ventricular threshold test. The patient experienced presyncope symptoms due to drop in heart date. The clinician pressed emergency vvi button several times but the commands were failed due to frequent break in telemetry. The pacing support was regained by reprogramming the base rate. Review of logs did not show any reprogramming or device failure which would have caused low heart rate. There was also no evidence that the programmer froze. Physician chose to use rf antennae for future interrogations to eliminate the potential loss of telemetry issue with patient movement. Patient¿s condition was stable post-interrogation.

Manufacturer narrative:
No conclusion code available. The reported field event of programmer freezing was confirmed in the laboratory and was due to hardware failure. Additional information: (B)(6) 2017.